Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. They tried two different instruments and cords and still no energy. They swapped ports on the generator and power cycled it and still had no monopolar power. They will proceed with the training with no monopolar power. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a training/demo of the da vinci system intuitive surgical inc. (Isi) representative reported there was no monopolar energy and the bipolar energy was functioning normally. It was confirmed there were no faults with the erbe and the esm was normal. Two different instruments and cords were used; however, the issue persisted. They swapped ports on the erbe and power cycled it and still no monopolar power. They will proceed with the training with no monopolar power. There was no report of patient involvement.